Manufacturer narrative:
(B)(4).

Event description:
New information notes that programing changes were made. A review of session records from (B)(6) 2015, revealed that the r-wave amplitude dropped, and due to the low r-wave amplitude, the ICD oversensed the t-waves, which led to inappropriate vt/vf detections. On (B)(6) 2016 in the very last episode, everything looks normal with no oversensing. Programming changes were recommended and if changes are made induction testing must be considered. The device remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate shocks were observed. Patient condition was stable. Device remains implanted. No further information available.